Event description:
It was reported through a legal event that a 55 year old patient had hernia repair surgery on or about (B)(6) 2011. During the hernia repair surgery, the surgeon implanted a strattice mesh; catalog number is 2025002 and lot number is s10986-037. After surgery, the patient returned to the hospital on or about (B)(6) 2012, and was diagnosed with a (B)(6) infection. On or about (B)(6) 2012, she underwent a washout of abdominal fluid collection. The patient returned to the hospital on or about (B)(6) 2016 and was diagnosed with chronic abdominal pain with abdominal muscle separation and underwent an exploratory laparotomy, lysis of adhesions, explant of mesh, transversus abdominal recto-rectus release and component separation. Additional mesh was placed.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported infection with surgical intervention. Internal investigation into strattice lot s10986 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 7/27/2022, all of the (B)(4) devices released to finished goods for lot s10986 have been distributed with (B)(4) reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.